Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 457 mg/dl after wearing the pod for approximately 36 to 48 hours. Reported symptoms included vomiting, severe confusion, and elevated body temperature. The patient was admitted to the hospital on (B)(6) 2025, where they were diagnosed with diabetic ketoacidosis (dka). Treatment included intravenous insulin, sodium chloride, and dextrose, and chest x-rays were performed. It was additionally noted that upon removal of the pod that had been in use prior to hospitalization, a bump was observed at the infusion site on the arm. The patient was discharged on (B)(6) 2025.